Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The blood glucose reading was 89 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The unit was received stuck in the motor error loop during a bolus/basal delivery. An error alarm could not be verified in the alarm history screen due to the overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was unable to perform the excessive no delivery test and occlusion test due to the motor error alarms. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window.